Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into multiple power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 233 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into a power source for an extended period of time.